Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, when firing, the stapler line and knife cannot reached the cut-edge. The staple can cut only 40 mm. The staple line was incomplete in the distal end. Another device was used to complete the procedure. There was no patient harm.